Event description:
It was reported that during a colon resection procedure, the device clips scissored. The case was completed with a similar device. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.